Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart xl is failing op check for the paddles test. There is no indication of patient involvement.

Manufacturer narrative:
Updated codes to reflect the evaluation of the device.